Event description:
It was reported that an asymptomatic patient presented for a routine follow up. Upon attempts to interrogate the device, no magnet response was noted. The patient would be monitored.

Event description:
New information states the device was explanted and returned.

Manufacturer narrative:
Final analysis found an integrated circuit anomaly, which likely contributed to the reported no magnet rate response.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.